Manufacturer narrative:
The complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, the error involved not performing a test before use. Direction for use. Dfu-0225-eor1_fmt_en. General warnings and safety notices - read this first. Important safety conventions. 6. Perform a test run before each use. All couplings and mechanical connections need to be fully secured or locked before the actuation of the system.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/10/2023, it was reported by a sales representative via (B)(4) that an ar-200m motor with cable 3.5m was not recognized on the console and the customer had to be opened up instead of doing minimally invasive surgery. This was discovered during an unspecified procedure. Additional information received on 11/14/2023: this was discovered during a mis bunion procedure. Instead of doing minimally invasive surgery, the incision was required to be opened, and the bone was excised with a rongeur and a saw. The patient's quality of life was not reduced; healing time and outcome of the surgery may have been affected. The case was completed by opening the incision and reverting to an open procedure. There was a reported 30-45 minute delay in the procedure. There was no additional anesthesia administered. The patient's health status was stated as "okay."